Event description:
The patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively. The explanted device will not be returned. Additional information was received that the patient wanted a non rechargeable ipg.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively. The explanted device will not be returned.